Manufacturer narrative:
One (B)(4) tracheostomy tube was returned for evaluation of the cuff. Upon visual inspection of the cuff, it was noted that there are tiny scratches throughout the entire cuff. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product was leak tested with air, but was unable to inflate. Wall thickness of the cuff was then measured, and it passed wall thickness specification. The customer's complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff of this tracheostomy tube leaked while in use with a patient; it would not hold water. It was noted that this was a ventilator-dependent patient and the tracheostomy tube had to be changed out. No additional adverse patient effects were reported.